Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards for evaluation. The delivery system was returned inserted through the full loader assembly. Visual inspection revealed a radial and longitudinal burst with no missing pieces. The peel away portion of the loader was removed and did not follow score lines. One score line was partially visible. The legs on the proximal edge of the nose cone were flared out. Dimensional analysis of the balloon wall thickness was performed along the edge of the tear. All measurements met specification. Functional testing was not able to be performed due to the condition of the returned device. The review of the work orders related to the device and any components relevant to the event was performed. The work orders did not reveal any manufacturing issues that could have contributed to the reported event. Review of the lot history revealed no other additional complaints for balloon - burst or loader difficulty peeling. A review of complaint history from december 2016 to november 2017 revealed additional returned complaints for balloon bursts for the edwards commander delivery system (all sizes). A review of the complaint history revealed that the occurrence rate for balloon burst did not exceed the november 2017 control limit for the trend category balloon burst. A review of the complaint history from december 2016 to november 2017 revealed no additional returned complaints for loader difficulty peeling for the edwards commander delivery system (all sizes). A review of the complaint history revealed that the occurrence rate for loader difficulty peeling did not exceed the november 2017 control limit for the trend category of component material issues. Review of the device prepping manual and training manual for the commander delivery system did not identify any IFU/training deficiencies. During the manufacturing process, the entire delivery system undergoes multiple visual inspections and tests. The inflation balloon components are 100% inspected for visual defects such as contamination, mechanical damage, and deformation, working length, balloon diameter, proximal and distal leg ids, proximal leg od and wall thickness. Inflation balloon testing is also performed on samples from each lot following a sampling plan. The crimp balloon components undergo 100% visual inspection for general appearance/gross defects, as well as 100% dimensional inspection for balloon distal/proximal ID and wall thickness. The entire commander delivery system is 100% visually inspected by manufacturing and quality. Product verification (pv) testing was performed on a sampling plan for this work order lot. During pv testing, related tests such as visual inspection, de-airing, inflation/deflation time, inflation pressure and burst pressure were performed. All devices passed specification. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of risk documentation revealed that the events are anticipated in the risk management file. Balloon bursts thv not deployed/seated properly thv embolizes into aorta or pulmonary artery, resulting in the valve being implanted in a non-target location, hemodynamic instability. Severity 3. Balloon bursts thv not deployed/seated properly thv does not embolize into aorta or ventricle or pulmonary artery or left atrium, resulting in paravalvular leakage (pvl)(moderate). Severity 3. Scoring of loader tube not performed properly, resulting in manual cutting of loader tube required to remove loader from delivery system during clinical use. Severity 1. Of note, there was no report of thv embolization or pvl and the valve was deployed properly. Furthermore, no tools were used to remove the loader. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaints for balloon burst and loader difficulty peeling were confirmed based on the condition of the returned delivery system. However, no manufacturing non-conformances were identified in the returned device. A review of the manufacturing mitigations, DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported event. Complaint history suggests that patient factors (heavily calcified native leaflets) likely contributed to the reported balloon burst. Although there was no reported difficulty peeling the loader during the case, the returned loader did not appear to follow the scoring lines along the peel away portion. The cause of this event was likely procedural. If the loader was peeled away at an angle, or if peeling was disrupted in any way, this could have contributed to the observed frayed edge of the peel away portion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), at the implant of a 26 mm sapien 3 valve by tf approach, during deployment, the commander delivery system burst. The delivery system was withdrawn through the sheath and another commander delivery system was taken from another kit and also burst. The second delivery system was also successfully retrieved through the sheath with no injury for the patient. Despite all the issues, the valve was successfully implanted. As per medical opinion, both balloons ruptured due to heavily calcified leaflets.